Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic seizure. Pt believes that cgm is not reading accurately. Paramedics were called, they revived pt and his bg was measured at 40 mg/dl. At the time of his call to dexcom technical support pt reports he was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.